Manufacturer narrative:
If implanted; give date: na (not applicable) lens was not implanted; event occurred during insertion. If explanted; give date: na (not applicable) lens not implanted; therefore, not explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the iol (intraocular lens) implant, there was detachment of the first haptic from the optic zone. It has caused a posterior capsule break. The product is available for investigation. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site. A product investigation could not be performed and the customer's reported event was not confirmed. Manufacturing record review: a review of the manufacturing records was performed. The manufacturing process was evaluated and the lenses were manufactured within specifications. The units were released according to specification. There were no associated deviation or non-conformity reports found in the manufacturing record review related to the complaint. The lenses were released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.